Event description:
The subject device was used during an uncertain procedure. The ptfe pad of the device was failed. There was no patient injury reported.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. Therefore, olympus could not evaluate the subject device. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. The exact cause of this issue cannot be conclusively determined. But based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pas severely wears, and fails.